Manufacturer narrative:
The reported issue could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: uro-prep¿ tray with: underpad, drape povidone-iodine solution npn 02076144 10cc syringe (prefilled with sterile water) to inflate foley catheter only. Latex-free, powder-free gloves(2) specimen container and label lubricant packet, forceps, prep balls (5) graduated collection container. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Open lubricant. Lubricate catheter. Pour cleansing solution onto prep balls. Prep patient with saturated prep balls. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory."

Event description:
It was reported that there was no iodine present in the tray.